Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the right ventricular lead had high impedance, noise, and lead insulation breach as noted by fluoroscopy. The device battery longevity was noted to be "limited". The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.